Event description:
The customer reported a burning smell. The fse reported that there was a precharge voltage error. This error will likely prevent the system from booting. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge representative evaluated the system and replaced the batteries, battery charger, filament driver board, and the power cap module. The system operates as intended.